Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis. Additionally, there is no allegation of a malfunction, deficiency or defect reported against the liberty select cycler and cycler set for the peritonitis. The cause of the peritonitis is unknown, but the physician has alleged a solution contamination. All pd patients are at increased risk of infection due to a compromised immune system. Sphingomonas paucimobilis is an organism most commonly found in water and soil sources which has been known to occasionally cause human disease including peritonitis (michael ryan, butt, m.d., & adley, ph.d., 2010). Based on the available information and the lack of an allegation of a device malfunction or deficiency or disposable leak or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced peritonitis. Upon follow up with peritoneal dialysis nurse (pdrn), the presented at the clinic on (B)(6) 2019 with unknown signs and symptoms. A pd effluent was obtained and grew positive for sphingomonas paucimobilis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g daily for 14 days. The patient continued pd therapy on the liberty select cycler and cycler set. The patient was not hospitalized for this event and has reportedly recovered. The patient¿s physician alleges that the delflex solution was contaminated; however, the patient did not allege anything was noticed with the solution prior to use. The patient has had no recent hospitalizations and does not utilize continuous ambulatory peritoneal dialysis (capd). There were no reported issues with the liberty select cycler or cycler set during treatment.